Event description:
Reporter indicated that patient developed an infection following generator replacement surgery. The replacement generator and the original lead were later explanted. The infection has reportedly resolved. Reimplant is not scheduled at this time.